Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose of 63 mg/l with a headache and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed pump therapy after replacement. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, the patient stated that they were unable to troubleshoot due to a temperature issue which has been reported on (B)(4). The blood glucose excursion does not meet the criteria for a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the black box and pump history showed the pump was delivering the programmed basal rate after the alleged temperature event. The pump powered up to no auditory alarms due to a cracked solder connection on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.